Event description:
The complaint is reportable base on the analysis completed on (B)(6) 2012.it was reported that during an embolization treatment procedure, advancement difficulties were encountered.the target lesion was located in the mildly tortuous portal vein. An unknown number of unspecified coils were placed. Utilizing continuous flush, the .035 10mmx40cm idc interlock coil could not be advanced through a 5f sim1 imagerii catheter as resistance was noted and the coil detached in the catheter. The coil was able to be removed. The physician decided not to put another coil inside the patient. The procedure was successfully completed. No patient complications were reported and the patient's status is fine.however returned analysis revealed the main coil interlocking arm was detached.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: an introducer, delivery wire and .035 interlock cube coil were returned. The delivery wire was returned inside the introducer. On removal the introducer was inspected. While blood was present no other anomaly was noted. The delivery wire was inspected and a kink was present towards the distal end. The coil was returned outside the introducer. The coil was inspected and found to be stretched and kinked towards the proximal end. The main coil interlocking arm had been pulled off the coil and there was evidence of a weld. The coil zap tip shape and surface was smooth. The interlocking arm of the delivery wire was inspected. Dried blood was present but no other no anomaly was noted. The delivery wire zap tip shape and surface was slightly rough due to dried blood. The delivery wire dimensions were found to be in specification. As the coil was damaged not all dimensions could be measured. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the insufficient flush resulted in the coil becoming stuck in the catheter. The dfu states in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system. (B)(4).